Event description:
It was reported that a device was used during an unknown procedure. It was reported by the rep that the surgeons are experiencing persistent lockout. The case was completed with another hp052. There was no patient consequence.